Manufacturer narrative:
Qn#(B)(4). The sheath was returned separate from the iab and is not the type sheath for this type iab product. Traces of blood were noted on the all exterior surfaces of the iab, driveline tubing, 1-way valve and sheath. A 40 cc. Datascope inflation driveline tubing was connected to the short driveline tubing. Liquid blood was noted on the interior of the 40cc inflation driveline tubing. The iab hemostasis cuff was connected to the cathgard. There was a small piece of tape on the short tubing. There were two hemostats clamped on the driveline tubing: 1 located approximately 2.3 cm from the balloon end connection and the 2nd one located approximately 4.8cm from the pump end connection. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iab was u-shaped. The catheter was bent/kinked and the central lumen appeared kinked/broken approximately 73.5 cm from the distal tip of the iab. The bifurcation cuff and cathgard were moved towards the distal tip of the iab for further evaluation of the catheter; the central lumen could be seen broken inside the catheter approximately 73.5 cm from the distal tip of the iab. See other remarks section. Other remarks: the bladder thickness was measured at six points with measurements within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A lab inventory 0.025in guidewire was back loaded through the iab distal tip. The guidewire could not advance at approximately 73.5cm. Blood was noted on guidewire upon pullout. The guidewire was front loaded through the iab luer. The guidewire could not advance at approximately 9.3cm from the iab luer. No blood or debris was noted. The iab was submerged in water and leak tested. Bubbles exited immediately from the iab distal tip and luer indicating the result of a broken central lumen. The iab was re-submerged in water, with the iab luer and distal tip blocked off, and leak tested. No other holes or leaks were detected. Full inflation of the bladder was achieved. The catheter was cut down 1 mm above the bifurcation for further evaluation of the central lumen. The central lumen was broken 73.5cm from the distal tip of the iab. The central lumen was examined under magnification. The central lumen was broken in two pieces. The central lumen appeared to have been kinked then broken. Both ends of the central lumen were lined up and the entire length was present. Device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "lots of bleed back in tubing noted" is confirmed. The central lumen was broken just above the bifurcation which resulted in blood entering the helium pathway. The potential cause of the central lumen break was due to patient movement bending the central lumen in a tight radius.

Event description:
It was reported that in the cath lab the intra-aortic balloon (iab) was prepped and inserted sheathless via the patient's axillary site. The patient was moved to the cvicu and after one week of receiving iabp therapy "lots of bleed back in tubing noted, it happened quickly." The pump (non-arrow) did not alarm. The iab was removed and another iab was inserting into the same insertion site. There was a 25 minute delay in iabp therapy. The patient outcome is listed as, patient is back on pump (iabp therapy) awaiting heart transplant. Pump strips were not generated. X-rays were not performed. There was no reported patient death, injury or complications.